Event description:
It was reported, the post implant procedure hospitalization was prolonged due to abnormal pacing mode. The abnormal pacing was determined to be due to intermittent loss of communication between the right ventricle (rv) leadless pacemaker and the right atrial (ra) lp resulting in the device switching to a functional pacing mode. Provocative testing was performed and the intermittent communication was able to be reproduced. The device was reprogrammed. Additionally, high capture threshold was noted on the ra lp at implant. The high ra capture threshold decreased to acceptable values post implant and no intervention was required. The patient was in stable condition.